Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 6-8mmol fasting. Verified test strips expire 11/30/2017. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory (B)(6). Customer called concerned their meter is registering high results because they performed a back to back blood test with their meter and compared it to their lab the lab reading was 8.1 mmol at (B)(6) 2015 8:20am fasting and the true track registered 9.1mmol at (B)(6) 2015 8:20am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips vial returned with expired test strips- unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 6-8mmol fasting. Verified test strips expire 11/30/2017. Customer's test strips are being stored in the bathroom and opened vial date 11/2015. Reviewed meter memory: 1:11.9mmol, (B)(6) 2015, 07:20:00 am, fasting:yes. 2:6.9mmol, (B)(6) 2015, 10:40:00 am, fasting:yes. 3:9.1mmol, (B)(6) 2015, 08:15:00 am, fasting:yes. 4:13.3mmol, (B)(6) 2015, 07:20:00 am, fasting:yes. 5:11.4mmol, (B)(6) 2015, 08:25:00 am, fasting:no. Memory concerns:11.9, 12/7, 7:20am, 13.3 12/10 7:20am & 11.4 12/12 8:25am. Customer called concerned their meter is registering high results because they performed a back to back blood test with their meter and compared it to their lab the lab reading was 8.1 mmol at 12/3/2015 8:20am fasting and the true track registered 9.1mmol at 12/3/2015 8:20am fasting.